Event description:
During evaluation of the returned device, an overfill situation was discovered. The home patient (hp) had a drain volume of 4499 during initial drain of the therapy started on (B) (6) 2007. The programmed fill volume for this hp is 2500 ml. A follow-up with the nurse (rn) revealed the hp had been having problems draining due to catheter issues and is currently not on peritoneal dialysis due to those catheter issues. The rn did not know any additional details regarding the incident. No patient injury or medical intervention was associated with the incident per the rn.

Manufacturer narrative:
(B) (4). Additional 510(k) number: k923065. Device received for evaluation. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange and was within design. Software was then used to monitor the devices pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends for this particular homechoice device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The probable cause of this overfill was determined to be: catheter issues. Device has been sent for servicing.